Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6fr sheath after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used and a cuff miss occurred, also there was difficulty closing the foot and removing the device. With extra effort the foot was closed and the device was removed. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was a reported slight, 2 minutes, clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The other perclose proglide device referenced is being filed under a separate medwatch MFR number. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.